Event description:
Related manufacturer reference number: 2017865-2021-23775. It was reported that the patient received an alarm from the device. Device interrogation revealed high impedance on the right ventricular lead. The lead was reconnected to the defibrillator and returned to a desired value. The next day, the patient received an alert for high impedance. The lead was explanted and replaced. The physician suspected implantable cardioverter defibrillator was also contributing to the malfunction so it was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.